Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed that the fiber was broken and detached from the distal end of the fiber. The distal part of the fiber/cap was not returned. Signs of melting at the location of the fracture were observed. Based on analysis result, it is probable that excessive bending occurred during the procedure contributing to the observed break/detachment. An evaluation conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that at 14:03 minutes and 88,006 joules while using the surgical fiber during a prostate procedure, the fiber tip broke outside of the patients body. The fiber was replaced an the procedure completed as normal using a second fiber. There was no patient harm or adverse outcome.

Event description:
It was reported that at 14:03 minutes and 88,006 joules while using the surgical fiber during a prostate procedure, the fiber tip broke outside of the patients body. The fiber was replaced an the procedure completed as normal using a second fiber. There was no patient harm or adverse outcome.